Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was not provided. A follow up report will be submitted with any relevant information.

Event description:
Device issue: none. Adverse event: cardiopulmonary arrest/death. Time of adverse event: four months post procedure. It was reported that the procedure on (B)(6) 2010 was to treat the restenosis of a non abbott stent, which had been implanted in the mid left anterior descending artery. After two balloon dilatations, the 3.0 x 12 mm xience v stent was implanted inside the restenosed stent. On (B)(6) 2010, the pt returned to the hospital with cardiopulmonary arrest. The pt subsequently died. The cause of death is unk. No additional information is available.

Manufacturer narrative:
Internal file number - (B)(4). The reported death is listed in the xience v instructions for use (IFU) as a known adverse patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design. Reportedly, the 3.0 x 12mm xience v stent was implanted to treat in-stent restenosis of a previously implanted non abbott stent. It should be noted that the xience v IFU states the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It is unk how the use of a xience v stent in a restenosed stent could have caused or contributed to the reported complaint.

Event description:
Subsequent to the initial medwatch being filed, additional information was received ivus was performed during the initial procedure and it was confirmed that the stent was expanded well. The physician does not think that there was any association between the cause of mortality and the implanted xience stent.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
It was reported that the procedure on (B)(6) 2010 was to treat the restenosis of a non-abbott stent which had been implanted in the mid lad. After two balloon dilatations, the 3.0 x 12 mm xience v stent was implanted inside the restenosed stent ivus was performed confirming that the stent was expanded well. On (B)(6) 2010 the patient returned to the hospital with cardiopulmonary arrest (cpa) the patient subsequently died the cause of death is unknown, but the physician does not think that there was any association between the cause of mortality and the implanted xience stent because the myocardium distal to the stent implant still had movement.